Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 26th of june 2020 getinge became aware of an issue with powerled device. As it was stated the handle on the lighthead broken off. No information about any injury has been provided, however we decided to report this issue in abundance of caution and based on potential as any parts falling from the device could be a source of contamination. Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled device. As it was stated the handle on the lighthead broke off. No information about any injury has been provided, however we decided to report this issue in abundance of caution and based on potential as any parts falling from the device could be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the handle could be identified as a technical deficiency. The device which played role in this situation contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The sterilizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip due to oxidation is considered the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 9th november 2017.

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number: (B)(4).